Event description:
Additional information received indicated that the lead was capped and replaced during a device change out procedure on (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intermittent lead noise was observed on the real time egm. Isometrics testing did not replicate the noise and there were no electrical anomalies. The patient is stable and will continue to be monitored.